Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s current blood glucose level was 600 mg/dl. The customer stated that the sensor received sensor updating alert, change sensor alert and calibration not accepted alert. Troubleshooting was not performed for sensor issues. Customer did not mention any treatments and symptoms related to high blood glucose event. The device will not be returned for analysis.